Manufacturer narrative:
A service replacement powermax elite motor drive unit, part number 72200616s was received on february 19, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of the device and no damage was observed. Complaint of overheating could not be confirmed. A functional evaluation was conducted at rotational speeds ranging from 100-10,000 rpms for 30 minutes with no evidence of overheating. The device passed functional tests on multiple control units including dyonics power, dii and dii eip control units activated with and without a footswitch. The current draw from the device was measured to be within acceptable range. The root cause of this event could not be determined with confidence as no product deficiencies were identified during product evaluation. Factors which could have resulted in heating of the hand piece include application of a high lateral load against the blade assembly which can result in abrasive contact between the non-rotational sleeve and rotating blade assembly necessitating a higher current draw from the control unit. A review of the manufacturing records show this device was released to distribution on or about december 23, 2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control became hot during the procedure. No impact noted to patient or operating room staff and no delay was noted as a result. A backup hand piece was used to complete the procedure.